Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it noted on a returned implantation data card, "contaminated" was noted. Through follow-up with the health-care provider, it was learned that the device was explanted at implant. Per the operative report, after coming off bypass, profuse bleeding was noted to be coming from the atrioventricular groove posteriorly suggesting an atrioventricular disruption. The heart was rearrested and the device was explanted to facilitate exposure. A patch repair was attempted along with replacement of another 19 mm valve, but the patient's tissue was extremely friable and the repair sutures did not hold. Unfortunately, the bleeding continued. The patient lost her blood pressure and passed away in the operating room. Per the surgeon's response, there was no malfunction of the device, nor did it cause or contribute to the patient's death.